Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms. Customer changed pump supplies to resolve the blockage. Customer's blood glucose was 108-144 mg/dl. Reportedly, customer used fiasp insulin and after informing customer that fiasp was not labeled for use with the pump, customer acknowledged information.